Manufacturer narrative:
It was reported that the machine is not dispensing medication correctly leading to missed medication. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Device not dispensing medication.